Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead had several contacts with high impedance values. As a result, surgical intervention was undertaken on (B)(6) 2017 to address the issue. During the procedure, the lead was explanted and one of the tails was visibly fractured. As such, the lead was replaced with a new model.

Event description:
Follow-up identified the issue is resolved.